Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. Traces of radio opaque solution detected into the device. The balloon was inflated and unfolded. The balloon was inflated using colored water, at 7 bar a leak was detected. A pinhole was found on the proximal side of the balloon.

Event description:
The physician attempted to use an amphirion plus pta balloon to treat a moderately calcified 40mm lesion in the anterior tibial artery (85% stenosis). The vessel had moderate tortuosity. The approach was femoral. The vessel was not pre-dilated. The amphirion plus was prepped as per the IFU with no issues identified. The procedure used a 0.014" 175 cm non-medtronic guidewire and a 6fr 45 cm non-medtronic sheath. No unusual resistance noted when the protective sheath was removed. Negative pressure applied to the device. The balloon was inserted. There was no resistance with the ancillary device during delivery and there was no resistance passing the lesion site. When the pressure was increased in the lesion for dilation, it was noted that contrast media leaked in the distal site. The balloon was thus extracted once and was dilated outside of the patient body; it was reported a pin hole rupture was noted visually. There was no difficulty removing the device. The procedure was continued using a non-medtronic balloon catheter and completed without further issue. The lesion was post-dilated and stented using a non-medtronic 7x100mm stent. The procedure was completed successfully with a delay of less than 30 minutes.